Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 112 mg/dl and their sensor glucose read 49 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer stated the alarm was triggered when their blood glucose was 135 mg/dl and their sensor glucose was 83 mg/dl. The customer's sensor cannula was slightly bent upon removal from their body. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.